Manufacturer narrative:
(B)(4).

Event description:
A customer from USA: "customer has a broken sapphire ac adapter with electrical components showing. Picture attached. No one was shocked. Patient incident: this did not cause a patient incident or a negative effect on patient care. Delay in therapy: no. Need for medical intervention: no. Serious injury/death: no. "